Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon and shaft were examined. The balloon was torn longitudinal with a complete circumferential tear 9.5mm from the proximal balloon weld. The inner shaft was stretched and separated. The distal end of the balloon, distal tip and distal markerband were not returned for analysis. There was contrast in the lumen. The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon burst and detachment, and marker band detachment occurred. The 90% stenosed, 2.5mm target lesion was located in the moderately tortuous and severely calcified diagonal branch and the left anterior descending artery (lad). A non-bsc guidewire was placed in the diagonal branch and another one placed in the lad vessel. Then the diagonal branch was dilated with a 2.0x20mm maverick 2 balloon catheter, but the vessel was not fully opened. Another 2.5x20mm maverick 2 balloon catheter was used to inflate the lesion at 14 bar, but the lesion still was not fully opened and the balloon burst circularly. After the balloon catheter was withdrawn, it was noted that only 5mm of the balloon with the proximal markerband was removed. The other part of the balloon seemed to remain in the vessel. The distal markerband was found in the guide catheter, but no balloon material was in the guide catheter. The patient¿s status was stable. The patient was transferred to another hospital the next day and a bypass surgery was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon burst and detachment, and marker band detachment occurred. The 90% stenosed, 2.5mm target lesion was located in the moderately tortuous and severely calcified diagonal branch and the left anterior descending artery (lad). A non-bsc guidewire was placed in the diagonal branch and another one placed in the lad vessel. Then the diagonal branch was dilated with a 2.0x20mm maverick 2 balloon catheter, but the vessel was not fully opened. Another 2.5x20mm maverick 2 balloon catheter was used to inflate the lesion at 14 bar, but the lesion still was not fully opened and the balloon burst circularly. After the balloon catheter was withdrawn, it was noted that only 5mm of the balloon with the proximal markerband was removed. The other part of the balloon seemed to remain in the vessel. The distal markerband was found in the guide catheter, but no balloon material was in the guide catheter. The patient¿s status was stable. The patient was transferred to another hospital the next day and a bypass surgery was performed.